Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the stapling of the stomach, the staple line was incomplete distally. The staple line was sutured as a resolution. It was also stated that the jaws of the device was locked onto the tissue. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.